Event description:
Covidien received information stating that an 840 ventilator had an inoperative upper graphic user interface (gui) screen. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the customer to check light emitting diode (led) status on analog interface (ai) printed circuit board (pcb), if the led indicator is red to try swapping ai pcb with known good unit and if the issue still persists to swap the power supply. The customer reported to have swapped the power supply and the problem was resolved. The customer further reports to have ordered a replacement power supply for this device and will install it once it is received. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).